Event description:
Reportedly, on the follow-up performed on (B)(6) 2012, a warning message was displayed to the user stating that "the current consumption of the device was abnormally high on (B)(6) 2012 and that there is a risk of ineffective therapy." There were other observations such as online help inaccessible and an error message display "unable to read file" upon opening the patient file created on the follow-up day. Preliminary analysis confirmed the observed overconsumption. Consequently, recommendations to evaluate device replacement were provided.

Manufacturer narrative:
(B)(6), 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under p060027. Analysis is pending.